Event description:
Caller reported customers device = 90 mg/dl and lab result = 160 mg/dl. Caller stated lab was performed within 5 minutes. No treatment was received. No controls were used. A request was made for return product and replacement product was sent.